Manufacturer narrative:
On march 16, 2023, mentor received additional information. Mentor became aware that the patient underwent removal and replacement with a 700cc mentor smooth round moderate plus profile saline breast implant on (B)(6) 2023. As such, recognized procedural complication is no longer applicable. The patient's date of event was updated to february 23, 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2023, mentor received the device for evaluation. The device received differed from that of the complaint device originally reported. Multiple follow-ups were conducted, but no additional information was received. As such, the received device will be treated as the complaint product. The received device was identified as: lot: 9692011. Serial number: (B)(6). Expiration date: 2/8/2026. Manufacture date: 2/9/2022. On april 24, 2023, mentor completed a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample determined that three (3) tears (tear a, b, and c) were found on the posterior aspect of the sm hps dv 500cc breast implant, measuring approximately 3.1 cm, 0.2 cm, and 0.1 cm, respectively. In addition, a fourth tear (tear d) was found on the anterior view, measuring approximately 0.6 cm. Leak testing was performed, according to mentor procedure, and no additional tears were found during the analysis. A microscopic examination was performed on the edges of the tears, and parallel striations were found in the whole area of tears b and c. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. However, a microscopic examination was performed and the cause of the deflation could not be identified on tears a and d. Therefore a thickness measurement was conducted on the shell at tears a and d, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the updated finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of tears a and d, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Based on the information currently available, a microscopic examination of tears b and c indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent a primary breast augmentation surgery with a 500cc mentor smooth round high profile saline breast implant. Post-operatively, the patient observed that her right breast had reduced in size. She suspected that she experienced a deflation of her right prosthesis, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.